Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. As part of the manufacturing process a 100% of the units go through a leak test inspection process. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. Medication not being delivered consistently could cause a deterioration in the patient¿s condition and may necessitate additional interventions. It is unknown whether user or procedural factors contributed to the stated event. In this case, there were no patient complications noted. There was no evidence to confirm that the product failure is related to a manufacturing or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the introducer leaked medication from the gap between the hemostasis valve and the sheath. To solve the problem a second introducer was placed through the needle/ guidewire already inserted. Occurrence dates and patient's demographics are not available and there is no further information. There was no allegation of patient injury. The product is not available for evaluation as it was discarded at hospital.